Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection of the wireless battery module (wbm) revealed corrosion and evidence of fluid intrusion on the wireless module flex and radio board. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported symptom "defective battery/smell burnt" which were verified through visual inspection and found to be caused by corrosion and evidence of fluid intrusion on the wireless module flex and radio on board. The wbm cannot be repaired because the radio board requires replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery had a symptom of "defective battery/smell burnt". There was no known patient injury or medical intervention associated with this event. No additional information is available.